Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. The customer could not recall the blood glucose reading at the time of the call. The customer stated that he was released after being treated, then returned the next day, again for elevated blood glucose levels. Prior to the hospitalizations, the customer had three episodes of low blood glucose levels that made him incoherent. The customer stated that violent low blood glucose episodes are not uncommon for him, and he's currently working with his hcp to get them under control. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the cannula was bent when the infusion set was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.